Event description:
It was reported that the user experienced recurrent hyperglycemia while using the ilet, with blood glucose levels exceeding 400 mg/dl for several hours on multiple days, prompting removal of the device and administration of subcutaneous insulin by pen; the user had changed supplies multiple times without visible infusion set issues and was advised not to use meal announcements to correct high glucose. Symptoms included hyperglycemia. Outcomes included user self-management with back-up insulin therapy and no medical intervention or emergency care. Investigation included troubleshooting and education on potential causes of elevated glucose and expected variability during the learning phase. Investigation of this case revealed an unclear cause of hyperglycemia without confirmed device or infusion set malfunction. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.